Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports that the customer used the syringe and felt insulin running down his stomach. When he looked down to his stomach, and moved the syringe away, the needle was missing. The customer reports the consumer is not 100% certain it is still in his stomach, but the consumer suspects that the cannula broke off in his skin.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.